Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left vessel below the knee. After a 6fr non-boston scientific (bsc) sheath and a 16fr non-bsc guide catheter were placed and a non-bsc guidewire crossed the lesion, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications nor injuries reported and the patient condition was good post procedure.